Event description:
It was reported that during the procedure in the mildly calcified renal artery, a floppy ii guide wire was advanced to the target site followed by a 4.0x12 trek dilatation catheter. Dilatation was performed at 12 and 14 atmospheres for 12 seconds. A 6x12x80 rx herculink elite stent delivery system was advanced to the target site and the stent balloon was inflated to 12 atmospheres; however, the physician could not continue to inflate the balloon and the inflation pressure dropped. The stent was not deployed and the stent delivery system was withdrawn from the anatomy. Contrast was observed to be leaking from the balloon. There was no adverse patient effect or clinically significant delay in the procedure due to the device issue. As there was no other herculink stent system available, the procedure was stopped. The patient was scheduled for treatment in approximately two weeks time. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, the device was returned. The herculink elite stent was returned on an omnilink sds balloon. Additional reported information indicates that because there were no other herculink elite stent system in the hospital, the physician attempted to crimp the herculink stent on the omnilink sds balloon after successful deployment of the omnilink stent in the iliac artery. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was unable to be confirmed as the sds was not returned. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.